Manufacturer narrative:
Product analysis conclusion: photos of the partial bifurcate graft post explant. A tear is visible on the graft fabric. The fabric is frayed indicating the tear occurred due to abrasion over the period of implantation. A tear to the graft fabric was confirmed through image review. B5; additional information received: it was confirmed a iiib endoleak was not confirmed in all three stent grafts. The type iiib endoleak was confirmed only in the branched main body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: I w1414c90xh, serial/lot #: unknown, product ID: iw1420c75xh, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent bifurcate stent graft system was implanted in the endovascular treatment of a aaa.  It was reported over 11 years later a type ii endoleak as suspected so the ima was embolized. Signs of a type iiib endoleak were not observed at this point on CT.  It was a further four months later, the patient underwent an emergency medical consultation for an aneurysm rupture,  an endoleak was confirmed on a CT scan.  Intervention was performed and during a laparotomy, a hole was confirmed in the graft body. The stent grafts were partially explanted and replaced with an artificial blood vessel. The type iiib endoleak  was confirmed to be the cause of the rupture.  The patient recovered due to the abdominal artificial blood vessel replacement and was discharged. Per the physician the cause of the event was not specified.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported type iiib endoleak leading to the aaa rupture was confirmed; however, the exact cause of the endoleak could not be determined from the films provided. The endoleak appears most likely to have been a type iiib fabric endoleak caused by fabric abrasion. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) at the overlap of the bifurcate and iliac extension limb are a potential root cause. Potential aneurysm morphology changes during the implant duration, may have also exacerbated the fabric abrasion wear. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is also possible that the type ii endoleak noted on previous CT¿s may have been a contributory factor in the aneurysm rupture. Analysis of the returned videos did not reveal any other obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.